Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an absorbable adhesion barrier was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced decreased episodes of incontinence and urgency on (B)(6) 2012 and is no longer wearing pads. The patient is status post a hysterectomy and sling [the product was not identified and it is not clear if this is an additional product] and is for follow up visit. The cystoscopy showed no chronic inflammation or evidence of mesh erosion, a bladder scar was seen which was likely from her hysterectomy. No additional information was provided at this time. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-18234. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Post implantation the patient experienced vaginal infections, pain and urinary incontinence.(B)(4).